Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for non-sustained rv oversensing episodes due to noise were observed through merlin.net transmission. The noise was not reproducible with isometrics or coughing/ deep breathing. Device was reprogrammed. The patient was asymptomatic.